Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during use of implantable cardioverter defibrillator (ICD)`power on reset (por) occurred during a ventricular fibrillation (vf) episode and wireless telemetry disabled. After the por the device charged and delivered a vf therapy. The ICD was re-programmed, and remains in use. Additional information received reported the por was due to arcing between right ventricular (rv) lead and device when a shock was attempted. The rv lead remains in use. Patient to be followed up by physician. No patient complications have been reported as a result of this event.